Event description:
Information received indicates the head section was stuck at a 20 degree angle and would not articulate down.

Manufacturer narrative:
The technician found the left head shock was seized. He replaced the shock to repair the stretcher.